Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in the hospital for unrelated procedure. Upon interrogation, the pulse generator exhibited telemetry anomaly and loss of output. The patient had experienced syncope. Emergency vvi was initiated and the device was reprogrammed. The patient was doing well post event and would continue to be monitored.